Event description:
Customer called to report a diluent/clenz (cleaner) leak from the manual probe while performing a shutdown on the coulter hmx analyzer with autoloader. Customer was wearing personal protective equipment (ppe) consisting of a laboratory coat and gloves. Customer did not come in contact with the fluid, and medical attention was not sought. There was no report of exposure to mucous membranes or open wounds, and no one was splashed or sprayed. There was no death, injury or change to patient treatment attributed to or associated with this complaint. There was no impact to patient samples or results. On the following day, the field service engineer (fse) inspected the instrument and replaced the blood sampling valve (bsv) actuator. As the fse was aligning the bsv to the actuator, the probe waste air cylinder broke. The fse ordered a replacement air cylinder and scheduled a return visit. The next day, on (B)(4) 2012, the fse replaced the air cylinder. The fse then optimized alignment of the bsv rotation to the bsv actuator, verified primary aspiration pull, verified / adjusted secondary mode calibration factors, and verified the pre-dilute mode. The fse then confirmed proper instrument performance to ensure that the services performed effectively resolved the instrument issue. The cause for the leak is attributed to the blood sampling valve (bsv) actuator that required replacement.

Manufacturer narrative:
(B)(4).